Manufacturer narrative:
The reported event of ventricular pacing being delivered after a sensed intrinsic ventricular beat was confirmed. Review of the available data indicated that this behavior was a result of several events occurring virtually simultaneously and the order of processing the classification of such events. The device is performing per specifications.

Event description:
It was reported that during remote follow-up, the patient presented with incorrect measurement due to software anomaly on their implantable cardiac defibrillator (ICD). No information about intervention was reported. There were no patient consequences and the patient was in stable.